Event description:
Patient reported obtaining back-to-back blood glucose results, of 510 mg/dl and 168 mg/dl. Patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. L2 quality control testing was performed and in range on the system. Technical support requested the return of the suspect product and replacement product was shipped. The aviva system: meter, strip lot 300464 with expiration date 05/31/2008.

Manufacturer narrative:
The suspect product is the aviva strip.